Manufacturer narrative:
A cynosure service technician evaluated the device and was unable to duplicate the customer's issue with the 1540nm handpiece. Technician found the handpiece inoperable as it was delivering a system error message indicating it was unable to calibrate. The appearance of the error message is an expected system response that prevents the device/handpiece from being used and informs the customer to request assistance. This event is an aro (accidental radiation occurrence) because there was an alleged unintended discharge of energy. Therefore, this event is reportable.

Event description:
The device's 1540nm handpiece had allegedly discharged energy on its own.